Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This right atrial (ra) lead was also dislodged and migrated. Additional information indicates that patient was a classic twiddler syndrome. Chest x-ray confirmed that ra lead got dislodged and been all the way up inside the pocket. There were no additional adverse patient effects reported. The product was explanted.